Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their representative directed them to call and request a wireless recharger replacement. A replacement product form was sent to repair. The patient stated they had no issues connecting with the communicator. They were directed to call with an update after they received the replacement. The repair request noted the wireless recharger was broken. Per the representative, it was not connecting to the implant even after all troubleshooting was performed, and the patient did not have any issues connecting using the communicator. Troubleshooting was also performed by the manufacturer help line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient reported seeing a recharger not found message. The following troubleshooting steps were performed; reset the recharger, . Resetting the recharger resolved the recharger not found message. The patient was not able to successfully start a recharging session. Patient was getting the 1707 code. Patient said they can feel the whole ins above the incision. Patient said the device is on the left side of their body. Patient was not able to lean forward because leaning forward causes their back to hurt, patient is having back surgery in a few weeks. Reviewed placing the recharger on all 4 sides of the ins. The recharger connected for only a brief moment. Patient was not near an y emi. Patient said they have never been able to charge the ins. Patient has contacted the rep and was told to call patient services.the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient today to try to troubleshoot the recharging. The recharger was connecting initially to the ins but then disconnecting. The caller indicated that they did not think that the disconnection was related to the positioning of the recharger and they had the patient using the belt to hold the recharger in position. The caller restarted all of the patient's external devices but that did not resolve the issue. The caller wanted to have the recharger replaced but did not have the serial number of the patient's recharger at the time of the call. The patient indicated that initially the recharger was connecting and then it stopped working. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the difficulty maintaining connection to recharge was not determined. The most likely cause was recharger issue or implant depth. The patient is requesting a new charger. The patient is not able to successfully charge their implant.